Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the bottom cover on the mobile power unit (mpu) was cracked.

Manufacturer narrative:
Section d4: expiration date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of damage on the housing was confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(6) ). The returned unit was evaluated at european distribution center (edc) and inspection of the unit revealed a small crack on the bottom housing near the ac power cord inlet. The damage did not affect the functionality of the unit. No other physical anomalies were observed. The bottom housing was replaced. The mpu was then functionally tested and passed without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 14jul2016. Heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.